Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Surgeon noted that the implants were well fixed. Specific cause of pain was not found. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device to be returned from hosp. Upon return of item and completion of eval, a f/u report will be sent to the FDA. This report filed (B)(6), 2011.

Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2008. Pt underwent revision surgery on (B)(6), 2011 due to pain. No further complications have been reported.